Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been complaining of their stimulation going on and off with intensive random stimulation in their leg, which was their coverage location. It was reported this only occurs with the stimulation on. The manufacturer representative reported that the patient needed to charge frequently. This was said to be occurring for six months. The manufacturer representative reported impedances were checked, and all values were within normal limits with nothing out of range. The manufacturer representative stated that there was an electrode that was out of range six months ago, but they did not know which one. It was reported that the patient had a complete revision of their system, and the physician didn't see the lead/extension connection on fluoroscopy. After the surgery the manufacturer representative reported that the patient was fine and had good coverage.

Event description:
It was reported the patient¿s therapy was not working as expected. The patient experienced a shocking or jolting sensation. The patient¿s stimulation was intermittent and every now and then the patient got a jolting sensation from the stimulator. Every now and then it stopped and all the sudden the patient got a ¿good jolt¿ and it stopped again. The onset was sudden. This had been going on for the last 3-4 days. It was noted the ¿other leads¿ shorted out so the rep reprogrammed the patient¿s device. This reportedly happened 6-8 months ago and the patient reportedly notified the rep at this time. Low out of range impedance values were reported. This was discovered in (B)(6) 2013 and the hcp programmed around the short on 0/1 less than 150 ohms. The patient came back for reprogramming on (B)(6) 2014 due to intermittent shocking/jolting. The rep reportedly became aware of the issue today ((B)(6) 2014). There was no stimulation sensation at 10.5 volts using 2/3. It was noted there were pairs that were similar to each other indicating further shorting occurring in the system. Impedances taken at 3.0 volts were as follows: 0/1: less than 150 ohms; 0/2: 1191 ohms; 0/3: 777 ohms; 1/2: 1181 ohms; 1/3: 771 ohms; 2/3: 1334 ohms. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3487a-33, lot# j0436974v, implanted: (B)(6) 2004, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37092, lot# 211940001, implanted: (B)(6) 2009, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3487a-33, lot# j0436974v, implanted: (B)(6) 2004, product type: lead. (B)(4).